Event description:
Customer reported a speaker malfunction inop and no sound was present. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported a speaker malfunction inop and no sound was present. The device was not in use on a patient at the time of the event. Philips authorized representative performed testing on the device and could not confirm the reported issue-speaker produced sound. Cause is unknown.

Manufacturer narrative:
Philips authorized representative performed testing on the device and could not confirm the reported issue-speaker produced sound. Cause is unknown.